Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, lack of co2 insufflation in the tunnel when the co2 tube was connected. Co2 settings were 3l/min and 10mmhg. Tubing was changed and the insufflator was changed without success of solving the issue at hand. A second vh-3000 with the same lot# was then opened but the problem persisted. Case was completed without ever being able to resolve the problem with lack of co2. No harm to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the cannula handle. The c-ring was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The c-ring appears to have been slightly tainted with blood as it appears to be reddish in color. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is (B)(4) sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "no flow¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, lack of co2 insufflation in the tunnel when the co2 tube was connected. Co2 settings were 3l/min and 10mmhg. Tubing was changed and the insufflator was changed without success of solving the issue at hand. A second vh-3000 with the same lot# was then opened but the problem persisted. Case was completed without ever being able to resolve the problem with lack of co2. No harm to the patient.